Event description:
Customer reported that the unit failed with an error code message of data acquisition (da) pcba adc failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The u10 shorted on the da pcba created the error code 111c.